Event description:
It was reported that the procedure was to treat a significant lesion located in the non-tortuous, non-calcified mid circumflex. During the first inflation of the 2.0x15 mm mini trek balloon to an unknown pressure, contrast was observed exiting the balloon. There was no resistance during advancement of the balloon to the lesion. The balloon catheter was not soaked prior to use. A new balloon catheter was used to complete the procedure successfully. No adverse patient effects of clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. The reported balloon rupture was likely due to an interaction with the calcified lesion. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the balloon was not soaked prior to use. It should be noted that the trek rx instructions for use (IFU), preparation for use section, instructs the user to submerge the balloon in saline. It appears that the IFU deviation did not contribute to the balloon rupture because the rupture likely was related to the lesion interaction.

Manufacturer narrative:
(B)(4). Incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.